Event description:
On (B)(6) 2012, the lay-user/patient contacted lifescan from (B)(4) alleging an apply sample issue with a one touch verio pro meter. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting since the patient did not have the products available. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the meter had an apply sample issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.